Event description:
The customer contacted heartsine to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device will not power on. There was no report of patient use associated with the reported event.